Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the borders of the holes of the lcp plates are sharp. When running threads/wire through the holes (proximal) the threads are getting peeled, stripped and/or torn off. This is 4 of 4 reports.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The complaint lcp plate was forwarded to the responsible product development center for investigation. The investigation has shown that the thread holes of the lcp plate can cut the uspu-threads. The review of the manufacturing records revealed that the instrument was manufactured according to the specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as product is entering the complaint system.